Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working. Intraoperative findings revealed a rupture in the outer lining of one of the cylinders, with blood present inside the cylinder, identified as the source of the fluid leak. As a result, the device was explanted. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.